Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately low compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6)2016 at 4:00pm. The patient reported obtaining blood glucose readings of 110 mg/dl with the subject meter and 500 mg/dl on the other device, performed more than 30 minutes apart. The time difference between the readings exceeds lfs' criteria for a valid comparison. It is not known if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged issue. However, the patient reported that a few hours after the alleged issue started he wake up in hospital. The patient claimed he had developed dehydration. The patient reported receiving unspecified health care professional (hcp) treatment at the emergency room at 11:00pm. The patient claimed his blood glucose was measured at 11:00pm on a laboratory device and that a result of 500 mg/dl was obtained . During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after obtaining an alleged inaccurate low result with the subject meter.